Event description:
On apr 25th., 2024, getinge brazil received a complaint from a hospital in brazil that a nursing technician went to connect the power cable to the operation table, when she connected the the power cable , the power cable connector damaged by short circuit, which caused her hand suffered first and second degree burns. No medical treatment was given , and now the certain nursing technician is fully recovered.

Manufacturer narrative:
Here is the summary of the investigation performed by getinge. 1). Investigation at hospital a. Maquet field service engineer(fse) visited the hospital as planned, it was identified that there was a short circuit between the main cable connector and socket of operation table. The short circuit caused a hospital employee suffered first and second degree burns, now this hospital employee is fully recovered. B. Fse inspected the connectors, it could also observe that main cable connector is damaged and the socket assembly is carbonized(refer to attachment 1). Checked the function of main cable connector and the socket assembly, the main cable connector is not functional, the operation table socket assembly is working normally. C. The involved operation table was inspected furtherly by fse, the entire electrical system of table is in good condition, no defect was identified. D. Fse then communicated with the hospital employee, it is clarified that the main cable connector was connected to the utility before the table was connected, rather than connecting device first as IFU requested. Meantime, hospital checked with hospital that there is circuit breaker system in the operating room, but it was not activated when the event occurred, and the circuit breaker was not allowed to be checked by hospital. E. Details of short circuit when occurred are not available from customer, according to the phenomenon of the damaged connectors, fse suspect that there might be liquids on the main cable connector, since the user is connected to utility power first , a short circuit occurred momentarily when the main cable connector was plugged into the operation table socket. As the circuit breaker was not activated, the socket was burnt furtherly. F. Fse replaced the damaged main cable and carbonized socket, the table was put into use by customer after all inspections passed. 2) investigation at getinge suzhou getinge suzhou reviewed the following records to verify if there was any deficiency relevant short circuit issue prior to this complaint: a. DHR for the involved table was checked, no abnormality was found during the production and inspection. B. Reviewed the complaint history records, it¿s indicated the reported operation table was installed in (B)(6) 2021, there is no any feedback received during installation or use until now. C. Reviewing the design of the operation table, the electrical system evaluation testing has been performed according to iec 60601-1. The design of the table was demonstrated robust from the verification test result. D. Getinge suzhou has checked and confirmed the requirements on the use of operation table according to the instruction for use -IFU 1118.10 en 03 2022-03-22 in page43 , section 5.2.4 ¿charge batteries - connecting to mains supply¿ (refer to attachment 2). In which the requirements are clearly defined as following, but it seems not fully followed in this case. - connect the supplied mains cable into the mobile operating table. - then plug into the mains socket. According to the above investigation, the short circuit happened due to the following facts, so the mostly root cause is improper use: - negligence of following IFU instructions to charge. - the circuit breaker in the operation table was not activated according to intended use. This is the first event reported from the field, which is believed to be an isolated case. The refresh training to customer has been planned by fse following IFU requirements, the trending of the reported issue will be monitored continuously.

Manufacturer narrative:
(B)(4). Getinge service engineer has visited the hospital when the claim was received, and performed an initial inspection on the involved table, the entire electrical assembly of table is working perfectly. Only the power cable was found damage, and ordered new part to replace, before replacement arrives, the involved table has been held. Getinge suzhou has requested the reported component back for further analysis, and collecting more information to proceed with the further investigation, the result will be provided in follow-up/final report. H3 other text : requested, not received so far.

Event description:
On apr 25th., 2024, getinge brazil received a complaint from a hospital in brazil that a nursing technician went to connect the power cable to the operation table, when she connected the the power cable , the power cable connector damaged by short circuit, which caused her hand suffered first and second degree burns. No medical treatment was given , and now the certain nursing technician is fully recovered.